Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and fever. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with cefepime (intraperitoneal, daily for 21 days, dose not reported) for peritonitis. The action taken with dianeal therapy was not reported. The patient was retrained on proper aseptic technique. At the time of this report, the patient was still not feeling well and was recovering from the event. No additional information is available.